Event description:
On (B)(6) 2014, it was reported that the patient was in the hospital again. Surgery is likely but has not taken place.

Event description:
It was reported that the patient was hospitalized for seizures and that the generator battery was dead. The physician indicated that it is unknown if the seizures are above the patient's pre-vns baseline because the patient was new to the clinic. The physician indicated that the patient's generator is not working and that the patient is a poor historian. The patient is homeless and currently in jail. The physician indicated that it is unknown if any medication changes, programming changes or external factors preceded the onset of the increased seizures. Generator replacement is planned, but has not occurred to date.

Event description:
The generator was received on 09/01/2015. Analysis has not been completed to date.

Event description:
Analysis identified no anomalies associated with the generator. The generator was depleted, as expected, and performed according the functional specifications.

Manufacturer narrative:
Evaluation codes, corrected data: initial report inadvertently left off the method and results codes and reported conclusion code when the cause of the event was known.

Event description:
The patient had generator replacement surgery on (B)(6) 2015 due to battery depletion. The explanted generator has not been received to date.